Event description:
The lv channel was programmed off due to non-capture at high outputs and diaphragmatic stimulation when output is greater than 3.5v. This is all of the information that was reported to us. If additional information becomes available, this event will be updated. All available information suggests this lead remains inactively implanted.